Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the suture and the needle were found detached when unpacking. After careful inspection of the product, it was found that the suture was broken. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. Photographic inspection of the images noted two needles with no suture attached, an open foil pouch and pieces of sutures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.